Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in an unspecified timing, the subject device gave the error e103 which indicated the subject device had broken down. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was not duplicated.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). During the incoming inspection, the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than six years have passed since the subject device was manufactured. Omsc confirmed that there is no service record for the device. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to a temporally failure of parts related to lighting the lamp such as the lamp itself, the ignitor, the convertor, or the main electrical board due to aging deterioration.